Event description:
The customer reported the 9800 system will not allow fluoring. The customer would wait 5 seconds and tried rebooting 3 times. The case had to be completed with another system. No pt injury.

Manufacturer narrative:
The service rep checked all connections and pins. He also ran a complete operation check and the system operates as intended. He shut down the system and installed a computer then rebooted. He checked the error log and found the fast stop had been activated 2 times on the date in questions at the approx time stated. System operates as intended.